Manufacturer narrative:
No device problem was alleged and the devices remain in-situ, no images or lab reports provide so the complaint could not be confirmed. Review of the reported event identified that some time postoperatively from a posterior fusion procedure the patient developed a pulmonary embolism with no reported device problem and causally unrelated to nuvasive products. No additional information has been provided, no root cause is able to be defined but may be the result of underlying patient related factors. No material or lot number provided so no manufactural evaluation can be completed nor can a labeling review be completed. Should more information be provided an additional report will be filed. No additional investigation can be completed at this time.

Event description:
The event was identified during a review of the posterior cervical fixation study, the report identified that postoperatively on (B)(6) 2025 a patient experienced increased work of breathing. Respiratory rate in 30's and tachycardia. Troponin elevated and EKG showed incomplete right bundle block. Cta chest showed subsegmental pulmonary embolism in right lung with right heart strain. Shortness of breath stable on 2 liter nasal cannula oxygen. Started high risk heparin protocol without bolus. Echo negative for heart strain. Once therapeutic, switched to eliquis for discharge.